Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that the locking pin in the uilk2 had failed. It was confirmed that there was no patient involvement as the reported phenomenon did not occur during a study. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the customer service engineer (cse) was dispatched to the user facility and replaced the uilk. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation results: it has been found that in events of very harsh or severe steering of the system, a pin component can sheer. A new design for this feature was released that will eliminate this failure. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.